Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe drops of insulin exit the infusion set tubing during the fill tubing process. The customer's blood glucose was 134 mg/dl. After changing the cartridge and infusion set, the customer was successfully able to complete the load process.